Event description:
An implanted device was pushing on a patient's intestine. The issue was confirmed via a colonofiberscopy which revealed that the wall of the intestine was being pressed by the weight of the device. The area of the pressed intestine is at the location of the implanted device in the patient's abdomen. There was no damage in the intestine, nor did the patient develop peritonitis. It was initially noted that a physician did not consider the issue urgent, and was considering to explant the device. Later the device was explanted. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.